Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high capture thresholds, loss of capture, and electrode damage. The ra lead was not implanted and was replaced during the procedure on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of high capture thresholds, loss of capture and electrode damage were not confirmed. A complete lead was returned in one piece with the helix found retracted and clogged with dried blood/ tissue. Electrical testing, visual inspection and x-ray examinations were normal with no anomalies found.